Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a cracked cuvettes and the presence of dry residue on several of the cuvettes. The customer was unable to remove the residue. No injury or exposure was reported.

Manufacturer narrative:
Customer technical support advised customer to treat liquid as potential biohazard and to be cautious of broken glass. A bci field service engineer fse cleaned and replaced broken cuvettes.